Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit values from the monitor were inaccurate. The inaccurate values resulted in the administration of 1 unit of blood to the pt that may not have otherwise received the blood. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.